Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. Explant date: if explanted, give date: not applicable as to date, the lens remains implanted. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A male patient reported that the zxr00 intraocular lens (iol) was implanted on (B)(6) 2018 into his right eye (od). Reportedly, a few days after surgery, the patient started experiencing web-like vision at night specifically with street and traffic lights. He sees starbursts and the symptoms affect his ability to drive at night. The patient reported that his vision is good however as the symptoms have not gone away, the patient inquired about having the lens exchanged and his surgeon advised against it. No secondary procedures have been planned or performed. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.